Manufacturer narrative:
Service was not dispatched to investigate the event. The field service engineer (fse) did not evaluate the instrument. A definitive root cause could not be determined for this event. MDR # 2122870-2008-283 documents the results for pt 1. This is 2 of 3 separate MDR reports related to three pt events associated with a single malfunction report on different days. Reference MDR numbers 2122870-2008-283 and 02868 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated accu tni (troponin I) results generated on a unicel dxi 800 access immunoassay system for three pts. The initial erroneously elevated results were reported outside the laboratory. The customer has reflex conditions setup on the instrument and the results of the reflex testing were within normal reference range. Corrected results were reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.